Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited sensing noise which resulted in automatic mode switch (ams) and atrial undersensing. No intervention was performed. The patient was stable

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch (ams) and atrial undersensing. No intervention was performed. The patient was stable.